Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID 37752, se rial# (B)(4). Product type: recharger. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. The patient was implanted in 2001. The patient's device stopped being effective in 2007. The doctor kept "moving leads up" (reprogrammed the device) but the patient began to feel "electric shocks" going through body. The patient last time used the device was in 2008. One of his leads was near the patient's neck/shoulders. The patient was turning it on and got painful/uncomfortable pinching. The doctor at that point advised not using stimulator any further. The device was originally for pain in i4, i5, and i6 area. The patient's leads were breaking when the patient was working as a machinist. The doctor confirmed that the leads were pulled out by some torquing motion. This was before the last time he supposedly used the device around a year ago - the patient stated there was not stimulation going to the leads. The patient felt stimulation when he tried using it around a year ago. The patient tried charging around a year ago and got a charge. The patient was going to have a hernia surgery on (B)(6) 2012 and the doctors wanted him to bring in the items pertaining to his implanted device. A coupling or communication issue was found. An implantable neurostimulator (ins) was suspected. Dissatisfaction with stimulation w as primary reason for overdischarge.